Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had multiple errors. Motor error and base failure. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4/h4: correction d9 - date returned to manufacturer: 26-dec-2024. H3: one device was received for evaluation. No repair records found in the service history review. The reported problem was confirmed by checking the alarm history where the "check clutch and motor rate error" was found. The main cause of the reported problem was the main board and clutch parts. The main board was replaced to fix the motor rate error and the left and right clutch, clutch spring, worm gear, and worm coupling were replaced to fix the check clutch issue. The device then passed all the testing and is fully operational